Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure the leads attached to this pacemaker became stuck. They physician had to drill out the device header to release the leads. The leads were able to be successfully reused. No adverse patient effects were reported.